Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The broken piece was easily retrieved by hand. The case was completed with another microtip. There were no patient complications.